Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during the a repair of the right rotator cuff, a piece of about 1-2mm of the multifure scorpion needle, ar-13995n, broke off from its head. The surgeon used saline solution to rinse during the surgery but, did not find the broken piece in the articular cavity. The surgeon thinks the broken part has been flushed out of the cavity. The surgeon completed the surgery using another product with the same product code. Additional information provided 12/21/2020: reporter confirmed that a post-op x-ray was taken, and it shows that no metal fragment was present in the joint. The x-ray was not available.